Event description:
During a peripheral angioplasty treatment procedure, difficulty deflating the balloon occurred. The lesion being treated was a right subclavian artery with moderate calcification and a 70% stenosis. The physician was able to place the balloon at the right location. On the first inflation, the physician noticed that the balloon would not inflate to the right size and that there was a leak at the hub. The physician then attempted to deflate the balloon and was unsuccessful. The physician was unable to withdraw the balloon directly into the guide catheter, so he slowly rotated the balloon slowly and was able to withdraw it back into the guide catheter. The balloon and the guide catheter wereremoved from the pt with no reported pt complications. The pt's condition is reported to be satisfactory.